Event description:
On december 06, 2016, the manufacturer was notified of the following from the persist registry: a perceval valve was implanted an unknown date. On (B)(6) 2016, the patient experienced an av block I that was related to the device and received a pacemaker implantation on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The partial DHR package review results are within specifications. A complete manufacturing and material records review for the nitinol component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include pre-existing conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2010).